Event description:
Related to MFR report # 2183959-2012-02156. It was reported by plaintiff's attorney that the plaintiff was implanted with an unknown mesh product on (B)(6) 2006 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered injuries including infections, pain, mental anguish, discharge, and multiple corrective surgeries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo additional medical treatment and procedures.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.